Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a skin irritation on his back. The irritation began while the patient was in the hospital, and prior to using the lifevest. The patient's physician prescribed an unknown ointment for the irritation. During a follow-up the patient reported that the irritation was getting a little better. It is unknown if the lifevest contributed to the irritation.